Event description:
This emdr is for an additional unknown quantity of affected wafers an unknown market unit. It was reported that several years ago she noted that pre-cut mass hole is off center prior to use. She did visually inspect the appliances. She felt that this made the product unusable. The product was not used on patient. No photo is available at this time.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).